Manufacturer narrative:
Manufacturer's report date: 07/16/2015. The customer's request for log review has been completed and the report of over-infusion of fentanyl was confirmed. Review of the event log for the reported pump module and data set shows the device was programmed on (B)(6) 2015 3:36 am to infuse the fentanyl at a manually entered rate of 37.5ml/h and a manually entered vtbi of 50ml which corresponds to a dose of 375mcg/h. During the programming, a clinical advisory message of "high alert med- second nurse required to perform independent check" and a guardrails alert message of "dose exceeds guardrails limit of 200mcg/h" was confirmed. At 4:29 am, the rate was manually changed to 3.75ml/h with a vtbi of 17.426ml remaining which reduced the dose to 37.5mcg/h from the previous 375mcg/h. The fentanyl infused for thirty minutes at the new dose and rate until the device was channeled off. The most likely root cause of the over infusion of fentanyl was user programming.

Event description:
The customer reported that fentanyl 1000mcg/ml was infusing at 375mcg/hr instead of the reportedly programmed 200mcg/hr in the critical care unit. Although requested, there are no more details provided by the customer regarding this event or the effects on the patient from the event. The customer is requesting a log review to determine if the clinical advisory was possibly overridden by the nurse.

Event description:
The customer reported that a pt received 375mcg of fentanyl instead of the 200mcg that was programmed by the nurse. They are only interested in a log review to interpret the event; no further info or details will be given. There was no report of pt harm or med intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested and event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.